Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-34 occurred only with monopolar. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and verified error 25913. The tse asked the customer to replace the monopolar cables, monopolar instruments and to try the cables in both ports. Error was still present. The customer finished the surgery using the bipolar instruments. The tse asked to change the monopolar mode, from swift mode to classic mode. The customer was completing the procedure robotically, as expected, with less than 15 minutes delay. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34) was confirmed and reproduced. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h11 for follow-up information.